Event description:
It was reported that a pt underwent a hallux valgus surgical procedure on an unk date. One to two days after the procedure, the suture broke. No medical intervention was required. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for eval. The sutures were evaluated for suture dispense, tactile and visual inspection, diameter, knot pull and straight pull test and were found to meet specification. There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.